Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 425cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent unilateral explantation on (B)(6) 2015 and replaced with a like device (catalog number 3501670, serial number (B)(4)).